Manufacturer narrative:
This is one event (chest pain) of four events reported for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a chest pains on (B)(6) 2012, hypotension on (B)(6) 2012, and cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.